Event description:
It was reported that the left lead showed low impedances. The effect on the right side of the body was ¿not so good as in the beginning.¿ surgical intervention was scheduled for (B)(6) 2014 and troubleshooting would be performed then. Impedance testing and x-rays had been performed. It was noted that the patient got less than 50% therapy relief at the lead/extension connection location. Additional information reported that the operation was cancelled because the neurosurgeon and patient believed that the stimulation effect was ¿ok.¿ the patient was now receiving therapy and was said to be ok.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, product type extension; product ID neu_unknow n_lead, product type lead. (B)(4).